Event description:
I used a thermacare heating pad for back pain. I used the product as instructed - left it in contact with skin (since I am under 55 years old) and kept it during the day for about 6 hours. The product caused severe burns and blisters that brought me to the ER on thursday, (B)(6) 2026. I was diagnosed with severe contact dermatitis and was prescribed cortisone ointment to use three times/day for two weeks. I followed up with a dermatologist who recommended a moisturizer and an antibiotic ointment to apply twice a day for two weeks.